Manufacturer narrative:
(B)(4). This lot was manufactured from august 7, 2015 to august 9, 2015. Evaluation summary: the device was received for evaluation. A visual inspection found a ruptured reservoir. Upon microscopic inspection it was identified that there was a marking located on the exterior surface of the reservoir. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusors balloon ruptured. The rupture was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.